Event description:
During a procedure to place a liss plate on a distal femur, the tip of the 3.5 mm torque-limiting screwdriver broke off inside the screw head as the surgeon was attempting to tighten it. Surgeon used the large hexagonal screwdriver with t-handle to attempt to retrieve the screw and the tip bent. Surgeon pried the plate off the bone until the screw popped out. (Pt reportedly did not have very hard bone). A distal femur periarticular plate was brought to the operating room and was used to complete the procedure. Add'l time in surgery at 45 minutes.

Manufacturer narrative:
Lot#: this info was not provided. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.